Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged usb not charging issue was verified, but the loss of cgm, out of range issue could not be verified.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Additionally, it was reported that the pump's usb port was bent resulting in difficulties charging the pump. The customer's blood glucose level was 151 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.